Manufacturer narrative:
(B)(4).

Event description:
It was reported that "iabp would not allow for zero despite multiple attempts at intervention for both ap signal and screen on console. The account did exchange the console. Patient tolerated the exchange well. Second console functioning appropriately".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "iabp would not allow for zero" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "iabp would not allow for zero despite multiple attempts at intervention for both ap signal and screen on console. The account did exchange the console. Patient tolerated the exchange well.second console functioning appropriately".